Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a battery replacement the day of the report and saw the call your doctor, power on reset message when trying to connect to the ins. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that the cause of having fluid remains unknown. Patient's bmi was greater than 35. Device was exchanged to resolve the issue with fluid symptom.

Manufacturer narrative:
(B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there was no change that led to fluid, device seems to have come /rise up pocket of fluid and pain. The steps taken was the attempt to pull fluid and painful. The doctor stopped still there was pocket of fluid and still sporadic pain. This was the second device with continuous problem. Patient weight was noted as (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having fluid since new implant and had not heard of any results from a test regarding a sample of some fluid or flesh test. The patient stated that they were not sure of the kind of test. There were no further symptoms or complications reported or anticipated.